Manufacturer narrative:
Batch review performed on 09-aug-2023. Lot 2215330: (B)(4) items manufactured and released on 08-nov-2022. Expiration date: 2027-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 2 weeks from the primary, the patient came in reporting pain due to a fractured femur and the cause of the fracture is unknown. The surgeon cabled the fracture and revised the stem, head and liner. The surgery was completed successfully.